Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Parent called to report that her diabetic son had 5 needles break off in his abdomen during injection. She stated that he was able to remove the needles with his fingers. There was no injury and no discomfort. She stated that the needles were recently switched from novofine auto cover safety pen needles to nano 2nd gen pen needles. Consumer does not re-use. Lot #: 4100060. Catalog #: 320550. Date of event: unknown. Samples: discarded.